Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the sigmoid during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. According to the complaint, during the procedure, the device was set up correctly; however, the bands would not fire. Additionally, the patient was already sedated and the procedure was re-scheduled due to this event. It was noted that there was no difficulty experienced upon setting up the device. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Correction. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the sigmoid during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. According to the complaint, during the procedure, the device was set up correctly; however, the bands would not fire. Additionally, the patient was already sedated and the procedure was re-scheduled due to this event. It was noted that there was no difficulty experienced upon setting up the device. Additionally, the ligator shrink wrap on the device may have been removed earlier in the setup process than as instructed in the device directions for use. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on april 26, 2021. It was reported to boston scientific corporation that the correct procedure performed was a band ligation. The rescheduled procedure was completed with another speedband superview super 7 device.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. No visible issue was noted on the handle assembly. There was evidence that the tripwire was not secured in the handle slot, and it was partially rolled in the handle assembly. The trip wire was bent in many locations close to the proximal section. There were six bands attached on the ligator head with some bands were moved out of their position and had overlapped. Microscope examination was performed, and it was confirmed that the ligator head teeth were bent and the suture hole in ligator head did not have any visual damage. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The reported event of failure to deploy bands was confirmed. Upon analysis, the bands were found overlapped and moved out of their original positions, and the ligator head teeth were damaged. Additionally, the trip wire was found kinked and could have been generated due to user manipulation during setting up or technique used during procedure. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Not securing the trip wire could contribute to a failure deployment and damage to the ligator teeth. Additionally, it was reported that the shrink wrap was not removed at the end of setup. This step should be one of the last to be performed for the correct set up of the device. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the sigmoid during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. According to the complaint, during the procedure, the device was set up correctly; however, the bands would not fire. Additionally, the patient was already sedated and the procedure was re-scheduled due to this event. It was noted that there was no difficulty experienced upon setting up the device. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.